Event description:
Medtronic received information that during use of a mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, the perfusionist observed blood in the outflow-side outlet area and leaking from the outlet of the nautilus oxygenator, and the entire outlet area was described as full of blood. The leak was reported to originate from a component. The control board was reported to be immersed in blood, and the screen displaying values was reported to flicker initially and then stop working.the device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient lost less than 50 ccs of blood, and no transfusion was required.

Manufacturer narrative:
Device evaluation:visual inspection shows evidence of a leak from the qb-outlet port with blood around the circuit board. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from under the qb-outlet port. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.